Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy in the gastrointestinal (gi) tract during a colonoscopy procedure performed on (B)(6), 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The device was removed by opening and closing the clip several times to detach. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy in the gastrointestinal (gi) tract during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The device was removed by opening and closing the clip several times to detach. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to detach from catheter. Block h11: the returned resolution 360 ultra clip device was analyzed, and during visual inspection it was found that the device was returned without the clip assembly and evidence of full deployment. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to detach from catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue as the clip assembly was returned fully deployed. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.